Manufacturer narrative:
D9: updated devices return information h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary priming problem: the cause of the priming problem was not determined due to no defect found on the returned pump, material deformation found with the returned purge cassette. The connection between the finding on returned pc cannot be definitively linked to the "purge fluid not detected" error. Purge pressure low: the cause of the purge pressure low was not determined due to no defect found on the returned pump, the purge cassette used during low purge pressure alarms was not returned, and inconclusive data log review.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during setup, the purge process would not complete. The following troubleshooting steps were performed: the bag was re-spiked and checked for any kinks; the setup was ended and restarted; a different console was used; and the purge cassettes were switched. At this point, the purge process finished but then alarmed for low purge pressure, and the flows were thirty milliliters. At this point, the catheters were switched and were successful on the first attempt. There was no delay in patient support as this occurred before access was completed. The second controller used was ic2904